Event description:
It was reported that the pt's first catheter did not work and had to be revised. The medication being delivered via the device system was not reported. No additional info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)